Event description:
It was reported that the patient received one inappropriate shock due to oversensing. The pace/sense portion of the lead also had high impedance. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).